Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the physician didn¿t like the placement of the left ventricular (lv) lead on the anterior septal. The physician felt that placement in the posterior lateral position would help the patient a little better. The lv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.